Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the text was dim or faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a dim and discolored display screen with auditory and vibratory features. Unrelated to the complaint, all the keypad buttons responded intermittently with no damages to the cover observed. Removal of the keypad cover found a misaligned ¿ok¿ button contact and contamination under all the button contacts. In addition, the battery compartment was found to have cracked in the threads area and below the grip pad. Pump casing was opened and no anomalies were found inside the pump.